Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector had a broken pin stuck inside. It was also noted that both bail covers were broken, and one case screw was missing. (B)(4).

Event description:
It was reported the ventricle port has a pin broken off in it. The device was returned for repair. There was no patient involvement.